Manufacturer narrative:
The pump passed the self test and error alarm test. The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. No unexpected reset was noted. No moisture damage noted on the electronic assembly.

Event description:
The customer reported via phone call that they had an unexpected restart alarm on their insulin pump after a battery change. Customer stated the buttons became unresponsive after the alarm occurred. The customer stated their insulin pump was not stored or not in used for a long period of time. Troubleshooting could not occur for the alarm as the keypad became unresponsive. The customer stated they may have exposed their insulin pump to water. Customer's blood glucose was 165 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.